Manufacturer narrative:
This initial report is being submitted to FDA for a reportable event that occurred outside the USA. Haptic damage is indicated as a potential malfunction related to the iol, as covered under the warnings section of the product's instructions for use (IFU). Manufacturer's codes for: type of investigation, findings, and conclusion are pending device return and completion of product investigation. Once the product investigation is completed, a follow-up report will be submitted to FDA which will include the manufacturer's codes for type of investigation, findings, and conclusion.

Event description:
Damaged haptic after implantation. The trailing haptic was separated at tip during iol insertion. The haptic piece was removed from the eye, but iol was not explanted from the eye. The patient health was not impacted.

Manufacturer narrative:
This follow-up #1 emdr is being submitted to FDA for a reportable event that occurred outside of the USA. The report includes corrected information and additional information not available/included in the initial report. Corrected information: b5 - description updated for corrected information received regarding a duplicate complaint report for serial number (B)(6). Additional information: g6 - type of report - noted as follow-up #1 h2 - type of follow-up - noted for corrected information and additional information this is to update that emdr-3006723646-2022-00147 was inadvertently created for a duplicate complaint record regarding product serial number (B)(6). For the initial and follow-up reports regarding serial number (B)(6). Please refer to emdr-3006723646-2022-00158.

Event description:
Damaged haptic after implantation. The trailing haptic was separated at tip during iol insertion. The haptic piece was removed from the eye, but iol was not explanted from the eye. The patient health was not impacted. (B)(6)2022: updated complaint information. This complaint report was determined to be a duplicate complaint record regarding product serial number (B)(6).